Event description:
Chronology of device failures: on (B)(6) 2012: ICD is implanted. Some time soon after the surgery I realize that the device is set to shock me if my heart rate is at 170 hpm. This is a rate that I can reach normally while running on the treadmill so I ask them to change the settings. Dr (B)(6) agrees that this setting is incorrect and therefore it is changed. I am told that these devices will be in contact with them 24 hours a day 7 days a week (no matter where I am in the world) and that if there is anything wrong with my heart they will know immediately. I specifically ask them if this is true while I am in (B)(6), they checked things up to be accurate and are able to verify that if anything happens while I am there they will know for sure. A few months after the device is implanted I get shocked three times while on a trip to (B)(6), I call dr (B)(6) to ask what did the information from the device told them and what steps I needed to take. To my surprise they didn't know that I had being shocked and had received no information at all. They said we had to wait until I got back to (B)(6) so they could inspect the ICD. On (B)(6) 2017: device shocks me 14 times while playing soccer. An ambulance is called to take me to (B)(6) hospital. Neither the people in the ambulance nor the people at the emergency room at(B)(6) hospital knew how to turn the device off but fortunately the device stops shocking me as soon as the ambulance arrived. We have to wait for an hour after arriving at the emergency room for biotronic's technician to turn the device off. A cardiologist is with me when the device is interrogated and asks me to make sure that the doctor that is assigned to me sees this output. Doctor (B)(6) is later assigned to my case and I give him the output from the ICD interrogation. It is determined that there was a lead failure on my device. He insists that I should immediately get another ICD and says that the only true option is an intraventricular one. He also says that it is too risky to take the current lead out and that the only true option is to leave that one that failed in. I tell him I don't want to make a decision until I talk to doctor (B)(6). On (B)(6) 2017: on my second day at (B)(6) hospital dr (B)(6) reluctantly allows me to go to (B)(6) but says that perhaps we can leave the failed ICD on if we just adjust its settings. I tell him I seriously doubt this is possible as I had seen the output from the ICD interrogation and I don't believe that it would work properly. Turns out even after two days of being at the hospital, he had not checked the information obtained from the ICD interrogation, information which the cardiologist that first checked me said was "gold" in order to diagnose and take care of my condition. Dr (B)(6) additionally says it is extremely risky to be without an ICD. I am transferred to (B)(6). There my device is interrogated again. They also conclude that there is a lead failure with my device. (B)(6) 2017: I am screened at(B)(6) to see if I the boston scientific subcutaneous device can work in my case. After some conflicting tests, boston scientific decides that their new device should work in me. (B)(6) 2017: I have to get a cat scan that significantly exposes me to radiation. (B)(6) 2017: surgery takes place to implant boston scientific's ICD. Before surgery new tests are performed by said company to see if the device is appropriate and tests yield contradicting results. Nevertheless, they decide to proceed. Just a few hours after surgery, the device fails. (B)(6) 2017: a new technician from boston scientific is called to interrogate the device. He runs numerous tests under different circumstances. Tests show that the ICD should never have been implanted. On( B)(6) 2018: the ICD is removed up until now I have been able to live without ICD. FDA safety report ID # (B)(4).